Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-mar-12, information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was because the pt rep stated 2-3 weeks ago, the pt got a new controller and pt rep programmed it like the others that were sent in the past, and it seems to be working perfectly. Pt rep stated that they charge their wife's implant on a routine, that is the same every day. Pt rep stated that at 8:00 am they get pt implant charged and at 7:30 at night they start the procedure again. Pt rep stated some days it takes an hour to recharge the pt to 100% other times it'll take two hours, sometimes days will be one way and nights will be another way when they charge it takes so long. Pt rep was wondering if it is it a possibility that the recharger needs to be replaced or is there a weakness somewhere, because the caller doesn't think the variation in recharge duration is logical. Pt rep also asked when it is at 100%, should they turn it off or should they top off by allowing to keep going until it stops itself. Reviewed functionality of equipment. Pt rep stated the charging quality is excellent and when it slips to good, they will tell the pt and they will reposition the recharger. Asked pt rep if there was any damage to the recharger or if it gets hot while charging the implant, and pt rep confirmed there is no damage and it does not get hot while charging the implant. Asked pt rep if they get any error messages while the controller is plugged into the recharger (rtm) and pt rep confirmed not since they got the controller replaced last time. Pt rep was concerned because they think the transfer of energy from the controller to the stimulator during recharging should be exactly uniform, but that is not the actual experience they are having. Pt rep stated that they start at 100% and start pts neurostimulator at 30-40%, but sometimes the controller is coming down as low as 30%, pt rep doesn't want it going down to 20%, so they will charge the controller back up to 100%. No symptoms/patient complications reported. 2021-04-21 (B)(4) (con): additional information was received from the patient reporting they had to recharge all the time and has called about this before to medtronic. Pt states hes never gotten an answer about this. Caller states sometimes takes an hour sometimes 3. Caller states they have been sent various controllers, etc. The patient was redirected to their healthcare provider to further address the issue. Pss sent request to repair. Caller states called before about this issue and were sent various controllers, etc.